Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized due to worsening heart failure symptoms. While monitored an episode of suspected pacemaker mediated tachycardia (pmt) was observed. The device was interrogated and all lead parameters were within normal limits. The physician elected to reduce the programmed maximum tracking rate and added a monitor only therapy zone from 140 to 165 bpm. The following day no further episodes were reported via telemetry though upon interrogation of the device additional evidence of pmt was discovered. The patient continues to be monitored. No additional adverse patient effects were reported.